Manufacturer narrative:
There was no patient involvement. Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection by the sales consultant, a reamer shaft was found bent. There was no patient or procedure involvement. This complaint is for a 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).